Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 296 and 307 and a low blood glucose levels of 41mg/dl. The customer states she woke up with the low blood sugar and believes it was due to the previous nights bolus. The customer was treated for the low blood glucose by drinking a can of sprite. Customer¿s blood glucose level was 304 mg/dl at the time of the call. The customer was assisted with troubleshooting there was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.